Manufacturer narrative:
Na

Event description:
It was reported that after the patient was in a car accident, noise was observed on the rv and atrial pace/sense channels during pacing. When the device charged, no noise was seen, but resumed right after charging was aborted. Fluoroscopy did not show lead fracture. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the reported field event could not be determined.